Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped charging properly if the pump was moved while charging. The issue persisted across multiple usb cables, indicating that the usb port had a loose connection. Blood glucose was 190 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.